Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot 1022562 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot:1022562, test base part number 190-430 / lot: 1022562. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022562 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided. (B)(6). MFR report reference: 1221359-2021-01706, 1221359-2021-01707, 1221359-2021-01708.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay for four (4) patients. This MFR. Report addresses patient four (4) of four (4). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a sample in viral transport media (bd). Pcr confirmation testing (xpert xpress sars-cov-2 [cephied]) performed on (B)(6) 2021 generated negative result. The customer confirmed that the patient was not symptomatic. Additionally,the customer confirmed there was no death or adverse event or serious deterioration in health was reported.